Event description:
A customer reported false high troponin I qc and patient results. Elevated resultss of the magnitude obtained might initiate inappropriate physician action. There was no report of patient harm as a result of this event.